Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was seeing a weird message that they didn't understand: triangle with doctor and phone and por. Patient said also has leakage and an odor and doesn't have uti. When asked, when noticed this message and change and patient said weeks ago however when asked to clarify did not get a clear response. Patient said that they couldn't get an appointment at hcp office said that the person that does the programming keeps on cancelling. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient directed to tell hcp office that message means therapy is off and can't be cleared using patient equipment must use clinician equipment.